Manufacturer narrative:
The device, used in treatment, was not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this complaint reports a tka revision due to dislocation. Per email communication, it is confirmed that he surgeon confirmed that the baseplate was set at the wrong degree during primary implantation. However, there the requested x-rays and surgical reports are not available. Therefore, no further assessment is able to be performed at this time. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.

Event description:
It was reported that, after a tka surgery had been performed, there was a dislocation. It is believed that the baseplate had been set with wrong degree. A revision surgery was performed to treat the adverse event. The journey ii xr ins xlpe med 1-2 lt 11mm insert was exchanged. The patient outcome is unknown.